Event description:
It was reported that urine would not drain into the drain bag.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be that it "does not allow for urine drainage" with a potential root cause of ¿ poor interfaces with connections". The lot number is unknown; therefore, the device history record could not be reviewed. The product code for this urine collection product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the urine collection product labeling is found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine would not drain into the drain bag.